Event description:
The customer reported via phone call that he was currently hospitalized due to high blood glucose levels. Customer stated that he had a blood glucose level of 700 mg/dl and lost consciousness the day before the call. The customer also reported having a low blood glucose level of 47 mg/dl, due to the insulin pump over delivering insulin to treat a high blood glucose level. Customer stated that he received 100 units of insulin in less than 24 hours. Blood glucose level at the time of the call was 117 mg/dl. The customer was not wearing the insulin pump while hospitalized. Review of the insulin pump's alarm history showed that a no delivery alarm recently occurred. The customer will not return the device for analysis and it was not replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.